Event description:
It was initially reported that the patient had a prolonged seizures lasting for 9 minutes and requiring the patient to go to the hospital. The day prior the patient had their settings increase to an output current of 2.5 ma and a magnet output of 2.75 ma and this was the believed cause of the seizures. The patient did not have a fever and no obvious illness. Is depakote level was 115. The patient is doing better. The emergency room physician's prescribed diastat to use during prolonged seizures. There were not changes made by his treating neurologist except increasing his diastat does to 15 mg based on the patient's size. They physician will continue to adjust the patient's settings until they reach a plateau in improvement and may consider changing his medications. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that the patient had a generator replacement. The generator was discarded and will not be returned to the manufacturer for evaluation. The physician feels that the change in seizures pattern was due to the generator being depleted. The patient seems to be doing better since replacement. No further information was provided.